Event description:
I changed the filters on my c-pap and when I took them out they were full of a fine black powder. I cleaned up the reusable filter and replaced the disposable one. After a short time of use my filters were black again. I took the machine back to the company I got it from and they said they had never seen such black filters. They then advised me not to use the machine anymore. FDA safety report ID # (B)(4).